Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es had displayed an "out of service" status along with a blue error message. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) medical center. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had displayed an "out of service" status along with a blue error message. A field service engineer (fse) inspected the station and found it stuck on a windows update screen with the message ¿something went wrong reverting back to previous version.¿ after reboot attempts failed, the station was powered down and re-imaged using the reimaging tool. All required details such as the serial number, account number, and computer name were entered correctly. Once the desktop loaded, network connectivity was confirmed, and the station appeared online in rss. The time and date were updated, followed by a successful data sync to enable the user application. The station configuration was then updated to allow automatic login and application boot-up. Finally, all necessary packages were pushed via rss, and the customer was able to access the station and its compartments without any issues. The system functioned as intended after the field service engineer troubleshot the device.